Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems. A low crem result of 0.12 mg/dl was originally generated. The specimen was re-tested and yielded a false high crem result of 25.82 mg/dl. The customer then ran a recollected sample that gave a lower result of 0.1 mg/dl which was consistent with the original result and believable. The result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The sample was collected in microtainer. Qc was run before the event and results met specifications. Other chemistries run for this patient were not affected. Customer tested multiple neonatal samples on this instrument and the issue was not repeated. Customer has been monitoring the instrument. A field service engineer (fse) was not dispatched for this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.